Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver vibrating continuously. A receiver download and functional test were unable to be performed. An internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause was not determined.